Manufacturer narrative:
Date of event: the date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-05-06, information was received from a consumer and healthcare provider (hcp) regarding a (B)(6), female patient who was receiving fentanyl, clonidine, bupivacaine and dilaudid (doses and concentrations unknown) via an implantable pump for non-malignant pain. Since 2015, about "6-8 months ago," the patient was consistently "having more and more left over" at each refill. They expect 2-3ml and had been getting 6-7ml left over. The hcp reported they were always aspirating 1-2ml more than it should be. The patient noted she was "going on her third pump but has never had her catheter replaced." The patient had a CT scan done to check for a granuloma, but the test did not show a mass. No patient symptoms were reported; however, it was reported the patient had gained 60 pounds since she had the pump implanted. The cause of the volume discrepancies was not determined. The volume discrepancies did not resolve and the patient's pump was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.